Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported that the patient with this pacemaker presented to the hospital with a suspected device pocket infection. The field representative indicated that no additional details or planned clinical management were available at the time of reporting. As of this time, this device remains in service. No additional adverse patient effects were reported.